Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 167 cm., body mass index (bmi) 26.2 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. Two days after discharge, the patient presented with lower abdominal pain and dysuria. She denied fever, nausea, vomiting, or other associated symptoms. Defecation was reported as normal. Urinalysis (dipstick) was positive for nitrites and leukocyturia. Based on the patient¿s symptoms and urine test findings, there was a suspicion of cystitis. Antibiotic (cefuroxime 500 mg 3 times daily) and anti-inflammatory (diclofenac suppository 50 mg twice daily) medications were initiated. The event was reported as resolved the same day. There were no intra-operative complications and no da vinci device malfunctions; discharge occurred three days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.